Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had recently had pneumonia for 2 weeks and that it had nothing to do with the stimulator/therapy but they were put on very strong antibiotics for the pneumonia about a week and a half ago and then around a week ago, they started having nothing but uncontrolled diarrhea. The patient stated since then, their stool was usually diarrhea but sometimes it wasn't necessarily diarrhea but not necessarily solid either. They asked if that was normal with bouts of diarrhea and stated it made them wonder if their implant was still working. The patient stated they hadn't talked to their healthcare provider about the situation yet because they'd just been dealing with it until today but the diarrhea was really bad today that they were at their "wit's end with it" so they tried calling the medtronic . Patient further explained and provided medical history, stating it took a little bit after implant to get the therapy to start working for their symptoms they never had an issue with their symptoms again until a week ago when the diarrhea started up. Patient also stated they hadn't realized they should have turned their therapy off for the diagnostic ultrasound they'd gotten for their heart a week ago and thought maybe something could have happened to the implanted system as a result of the ultrasound. Patient services reviewed ultrasound compatibility considerations with the patient and advised they could assist the patient in connecting to check their implant settings but redirected the patient to follow up with their managing health care provider to further address the issue to discuss their concerns and to check the implanted system. Patient services reviewed with the patient that antibiotics could really mess with someone's gut and their hcp could help them determine if they were having this issue due to the antibiotics or if they wanted the patient to make a therapy change. Patient services walked the patient through connecting to their settings and the therapy was on. They were going to monitor their symptoms for now and not make a change until they spoke with their healthcare provider about what to do and said they would call their hcp upon hanging up. Patient stated they may call back for assistance in increasing their stimulation or changing programs if needed and make an appointment with their hcp for further concerns about their symptoms if they persisted. Documented reported event. No further action was taken by patient services. Two call recordings. Patient services called the patient back to inquire if the patient had rep laura's last name and the patient stated they did not have the rep's last name but stated it might be in their paperwork so they stated they may call back if they found the last name. Patient stated they called their hcp office since talking to patient services and spoke with a nurse and the nurse told the patient they were losing a lot of beneficial bacteria from the antibiotics so they told the patient to hold off on making a therapy change and first get kefir at the pharmacy and start taking that for the benefit of the probiotics to see if that improved their diarrhea. Patient stated they would go get the kefir and monitor their symptoms. They stated they may call back in the future if they needed to make a change after speaking with their hcp again and also mentioned they had a brain MRI coming up soon so they'd be calling back for instructions on what to do for that as well. The patient reported that they had pneumonia for 2 weeks and a few days after their antibiotics started, they started having incontinence and diarrhea. Patient stated that they were given 2 very strong doses of antibiotics for about a week and a half. Patient then clarified that the issue started around june 2nd or 3rd. Patient stated that their managing doctor's nurse told them that they would not make any adjustments to their therapy settings until they are done with the "issue". The caller stated that they are frustrated and don't know what to do. Agent reviewed general device use and therapy information. Patient stated that they will try to increase their stimulation to a comfortable level and that they will continue to monitor their symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the issue had been resolved.